Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue that the 8015 was not able to recognize 8100 module or other modules attached to right side iui of 8015 device was not identified during the customer call. Technician recommended biomed to replace right iui board. If it is not resolved, then it was recommended to replace power supply processor board or logic board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8015 was not able to recognize 8100 module or other modules attached to right side iui of 8015 device. When tried replacing right iui connector, it did not fix the issue. There was no patient involvement.